Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis was intended to be implanted as a palliative measure within the sigmoid colon of a cancer patient on (B)(6), 2010. According to the complainant, the patients anatomy was not tortuous. During the procedure under the aid of fluoroscopy, the stent was advanced into the patient's colon via guidewire, in order to relieve a large bowl stricture. During deployment, the technician grasped the stationary hub and withdrew the exterior tube handle. As the user withdrew the handle, the stainless steel tube broke in two, into the hand of the technician. The stent was partially deployed by approximately 1-2cm; however, the stent was able to be fully constrained prior to removal from the patient. As a result of the handle break; the stent was unable to be implanted. No other stent was available; therefore the procedure was not completed. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallstent enteral prosthesis was intended to be implanted as a palliative measure within the sigmoid colon of a cancer patient on (B)(6), 2010. According to the complainant, the patients anatomy was not tortuous. During the procedure under the aid of fluoroscopy, the stent was advanced into the patient's colon via guidewire, in order to relieve a large bowl stricture. During deployment, the technician grasped the stationary hub and withdrew the exterior tube handle. As the user withdrew the handle, the stainless steel tube broke in two, into the hand of the technician. The stent was partially deployed by approximately 1-2cm; however the stent was able to be fully constrained prior to removal from the patient. As a result of the handle break; the stent was unable to be implanted. No other stent was available; therefore the procedure was not completed. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted, and the outer sheath was retracted by 1 mm. Several kinks was present in the shaft of the device. The stainless steel tube was detached from the inner shaft, which is consistent with excessive tensile force having been applied to the shaft. The inner shaft was removed from the outer sheath. The inner shaft, which had separated from the stainless steel tube, was severely kinked and stretched for a distance of approximately 6mm. During analysis, it was not possible to retract the outer sheath by hand, so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent, however, the inner lumen was kinked. Device analysis determined that the condition of the returned device was consistent with the complaint incident; therefore the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.